Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cryoablation procedure was performed (B)(6) 2014. Medtronic received information that a chest x-ray on (B)(6) 2014 confirmed right phrenic nerve palsy. The patient's hospitalization was prolonged, but no treatment was given to the patient. Follow up on (B)(6) 2014 showed that the symptom was in remission.